Event description:
It was reported that this implantable cardioverter defibrillator (ICD) had stored atrial tachycardia response (atr) episode due to exhibiting farfield oversensing. Technical services (ts) reviewed the event and reprogrammed the device. Ts also suggested that device sensitivity could be updated but may not be ideal if the patient had fine atrial fibrillation (af). This device remains in service and no adverse patient effects were reported.